Event description:
Pt sustained post-op condition with severe and serious personal injuries after the calaxo implantation, and underwent two surgical interventions after the initial surgery. The initial surgery was in 2006, the second surgery was in 2007, and the third surgery was in 2008. There is no additional info available at this time.

Manufacturer narrative:
Product recall initiated on aug 21, 2007.